Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an unknown patient receiving medication via an implantable infusion pump. It was reported that the patient's personal therapy manager (ptm) displayed the code "(B)(4)". The caller stated that he had no patient information to speculate the cause of the ptm code. It was reported that the caller would be calling the hcp office back to try and get more information. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump was filled on (B)(6) 2018 and all was well. No further complications have been reported as a result of this event. No additional information was contained in this document.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an unknown patient receiving medication via an implantable infusion pump. It was reported that the patient's personal therapy manager (ptm) displayed the code "8226". The caller stated that he had no patient information to speculate the cause of the ptm code. It was reported that the caller would be calling the hcp office back to try and get more information. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump was filled on 2018-jun-22 and all was well. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated the patient's identifying information and serial numbers of the devices involved with the personal therapy manager (ptm) error code. It was reported that the error code ended up being due to the pump reservoir being low. It was noted that the patient missed a refill appointment. The patient called the healthcare provider(hcp) and a refill was able to be performed; the issue was reported to be resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.